Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the foreign material could not be identified and since it is unknown if the user conducted reprocessing in accordance with the instructions for use, therefore; the likely cause of the foreign material that remained in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, the colonovideoscope exhibited foreign material inside the nozzle. There was no patient involvement.